Event description:
During the pre-run test they kept receiving an eror code 5. The instrument was retorqued, but the error code persisted. Replaced both the instrument and handpiece to complete the procedure. When the original instrument was removed from the original handpiece, the 4-40 stud was broken off into the instrument.

Manufacturer narrative:
Evaluation: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.